Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (the patient has given birth to three children in (B)(6) and multi gravida. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced mood swings ("mood swings"), depression ("depressive syndrome") and pain ("increased general pain."). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), sacral pain ("sacral pain"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), amnesia ("immediate memory loss"), disturbance in attention ("loss of concentration"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), restless legs syndrome ("restless legs syndrome"), rectal haemorrhage ("rectorrhagia"), iron metabolism disorder ("iron fixation disorders"), night sweats ("night sweats"), insomnia ("insomnia"), headache ("helmet headaches"), dry eye ("dry eyes"), arthralgia ("joint pain.") And adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("intracavitary myoma"), blood chromium increased ("levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.") And heavy metal increased ("levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on ((B)(6) 2019). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, adenomyosis, amnesia, arthralgia, asthenia, blood chromium increased, depression, disturbance in attention, dizziness, dry eye, dysmenorrhoea, headache, heavy menstrual bleeding, heavy metal increased, hyperacusis, insomnia, iron metabolism disorder, mood swings, night sweats, pain, rectal haemorrhage, restless legs syndrome, sacral pain, tinnitus, uterine leiomyoma and visual impairment to be related to essure administration. The reporter commented: it was under these circumstances (project of permanent contraception, considering a tubal ligation) that she requested an appointment in early 2015. The practitioner told her about the advantages of the alternative essure method. The patient cannot tolerate wearing costume jewelry, which causes her to have purulent reactions. The procedure (essure insertion) took place on (B)(6) 2016, without anesthesia. The operative report does not mention any notable features. The uterine organ and fallopian tubes were not commented on in any way. A plain abdomen to check the correct positioning of the implants was performed. It did not present any particularity. From the first half of the year, the patient noticed the appearance of symptoms, without making the link with the implants, namely mood swings, a depressive syndrome, and increased general pain. The patient's health condition deteriorated in a slowly, gradual manner, without her being able to precisely date the onset of any particular symptoms. These disorders "invaded her little by little". Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy fallopian tube] (date unknown): presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. Metals that make up the implant's weld. [Blood chromium] (date unknown): levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population. [Heavy metal test] (date unknown): levels of of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population. [Magnetic resonance imaging] (date unknown): adenomyosis and an intracavitary myoma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (the patient has given birth to three children in 2001, 2003 and 2009. 2001 delivery of a boy, 2003 delivery of a boy, 2009 delivery of a girl.) And multi gravida. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced mood swings ("mood swings"), depression ("depressive syndrome") and pain ("increased general pain."). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), sacral pain ("sacral pain"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), amnesia ("immediate memory loss"), disturbance in attention ("loss of concentration"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), restless legs syndrome ("restless legs syndrome"), rectal haemorrhage ("rectorrhagia"), iron metabolism disorder ("iron fixation disorders"), night sweats ("night sweats /nocturnal sweating"), insomnia ("insomnia"), headache ("helmet headaches"), dry eye ("dry eyes /dry ocular syndrome"), arthralgia ("joint pain/ stiff feeling in her knees, hands, sometimes in her "), adenomyosis ("adenomyosis"), bone pain ("cranial pain"), memory impairment ("immediate memory troubles"), uterine inflammation ("uterine inflammation"), sleep disorder ("sleep disorders") and gastrointestinal haemorrhage ("digestive hemorrhage") and was found to have uterine leiomyoma ("intracavitary myoma"), blood chromium increased ("levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.") And heavy metal increased ("levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2019 and rectal endoscopy on (B)(6) 2019). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, amnesia, arthralgia, asthenia, blood chromium increased, bone pain, depression, disturbance in attention, dizziness, dry eye, dysmenorrhoea, gastrointestinal haemorrhage, headache, heavy menstrual bleeding, heavy metal increased, hyperacusis, insomnia, iron metabolism disorder, memory impairment, mood swings, night sweats, pain, pelvic pain, rectal haemorrhage, restless legs syndrome, sacral pain, sleep disorder, tinnitus, uterine inflammation, uterine leiomyoma and visual impairment to be related to essure administration. The reporter commented: it was under these circumstances (project of permanent contraception, considering a tubal ligation) that she requested an appointment in early 2015. The practitioner told her about the advantages of the alternative essure method. The patient cannot tolerate wearing costume jewelry, which causes her to have purulent reactions. The procedure (essure insertion) took place on (B)(6) 2016, without anesthesia. The operative report does not mention any notable features. The uterine organ and fallopian tubes were not commented on in any way. A plain abdomen to check the correct positioning of the implants was performed. It did not present any particularity. From the first half of the year, the patient noticed the appearance of symptoms, without making the link with the implants, namely mood swings, a depressive syndrome, and increased general pain. The patient's health condition deteriorated in a slowly, gradual manner, without her being able to precisely date the onset of any particular symptoms. These disorders "invaded her little by little". Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy fallopian tube] (date unknown): presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. Metals that make up the implant's weld. [Blood chromium] (date unknown): levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population. [Heavy metal test] (date unknown): levels of of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population. [Magnetic resonance imaging] (date unknown): adenomyosis and an intracavitary myoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: events pelvic pain, bone pain , memory impairment, sleep disorder, uterine inflammation & digestive bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3 (the patient has given birth to three children in 2001, 2003 and 2009,). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced mood swings ("mood swings"), depression ("depressive syndrome") and pain ("increased general pain."). On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), sacral pain ("sacral pain"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), amnesia ("immediate memory loss"), disturbance in attention ("loss of concentration"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), restless legs syndrome ("restless legs syndrome"), rectal haemorrhage ("rectorrhagia"), iron metabolism disorder ("iron fixation disorders"), night sweats ("night sweats"), insomnia ("insomnia"), headache ("helmet headaches"), dry eye ("dry eyes"), arthralgia ("joint pain.") And adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("intracavitary myoma"), blood chromium increased ("levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.") And heavy metal increased ("levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, heavy menstrual bleeding, sacral pain, dizziness, dysmenorrhoea, asthenia, mood swings, depression, amnesia, disturbance in attention, visual impairment, tinnitus, hyperacusis, pain, restless legs syndrome, rectal haemorrhage, iron metabolism disorder, night sweats, insomnia, headache, dry eye, arthralgia, adenomyosis, uterine leiomyoma, blood chromium increased and heavy metal increased outcome was unknown. The reporter considered abdominal pain, adenomyosis, amnesia, arthralgia, asthenia, blood chromium increased, depression, disturbance in attention, dizziness, dry eye, dysmenorrhoea, headache, heavy menstrual bleeding, heavy metal increased, hyperacusis, insomnia, iron metabolism disorder, mood swings, night sweats, pain, rectal haemorrhage, restless legs syndrome, sacral pain, tinnitus, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: it was under these circumstances (project of permanent contraception, considering a tubal ligation) that she requested an appointment in early 2015. The practitioner told her about the advantages of the alternative essure method. The patient cannot tolerate wearing costume jewelry, which causes her to have purulent reactions. The procedure (essure insertion) took place on (B)(6) 2016, without anesthesia. The operative report does not mention any notable features. The uterine organ and fallopian tubes were not commented on in any way. A plain abdomen to check the correct positioning of the implants was performed. It did not present any particularity. From the first half of the year, the patient noticed the appearance of symptoms, without making the link with the implants, namely mood swings, a depressive syndrome, and increased general pain. The patient's health condition deteriorated in a slowly, gradual manner, without her being able to precisely date the onset of any particular symptoms. These disorders "invaded her little by little". Diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube - on an unknown date: presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. Metals that make up the implant's weld.. Blood chromium - on an unknown date: levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.. Heavy metal test - on an unknown date: levels of of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population. Magnetic resonance imaging - on an unknown date: adenomyosis and an intracavitary myoma. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (the patient has given birth to three children in 2001, 2003 and 2009, 2001 delivery of a boy, 2003 delivery of a boy, 2009 delivery of a girl.) And multi gravida. On (B)(6), the patient had essure inserted. In 2017 she experienced mood swings ("mood swings"), depression ("depressive syndrome") and pain ("increased general pain."). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), sacral pain ("sacral pain"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), amnesia ("immediate memory loss"), disturbance in attention ("loss of concentration"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), restless legs syndrome ("restless legs syndrome"), rectal haemorrhage ("rectorrhagia"), iron metabolism disorder ("iron fixation disorders"), night sweats ("night sweats /nocturnal sweating"), insomnia ("insomnia"), headache ("helmet headaches"), dry eye ("dry eyes /dry ocular syndrome"), arthralgia ("joint pain/ stiff feeling in her knees, hands, sometimes in her"), adenomyosis ("adenomyosis"), bone pain ("cranial pain"), memory impairment ("immediate memory troubles"), uterine inflammation ("uterine inflammation"), sleep disorder ("sleep disorders"), gastrointestinal haemorrhage ("digestive hemorrhage") and proctalgia ("rectal pain") and was found to have uterine leiomyoma ("intracavitary myoma"), blood chromium increased ("levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.") And heavy metal increased ("levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2019 and rectal endoscopy on (B)(6) 2019). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, amnesia, arthralgia, asthenia, blood chromium increased, bone pain, depression, disturbance in attention, dizziness, dry eye, dysmenorrhoea, gastrointestinal haemorrhage, headache, heavy menstrual bleeding, heavy metal increased, hyperacusis, insomnia, iron metabolism disorder, memory impairment, mood swings, night sweats, pain, pelvic pain, rectal haemorrhage, restless legs syndrome, sacral pain, sleep disorder, tinnitus, uterine inflammation, uterine leiomyoma and visual impairment to be related to essure administration. The reporter commented: it was under these circumstances (project of permanent contraception, considering a tubal ligation) that she requested an appointment in early 2015. The practitioner told her about the advantages of the alternative essure method. The patient cannot tolerate wearing costume jewelry, which causes her to have purulent reactions. The procedure (essure insertion) took place on (B)(6) 2016, without anesthesia. The operative report does not mention any notable features. The uterine organ and fallopian tubes were not commented on in any way. A plain abdomen to check the correct positioning of the implants was performed. It did not present any particularity. From the first half of the year, the patient noticed the appearance of symptoms, without making the link with the implants, namely mood swings, a depressive syndrome, and increased general pain. The patient's health condition deteriorated in a slowly, gradual manner, without her being able to precisely date the onset of any particular symptoms. These disorders "invaded her little by little". 3 coils on the left, 4 coils on right side the analysis of the implant clearly showed the presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. The metals composing the implant's solder. It will be noted, moreover, that the levels of chromium in the blood and nickel in the plasma presented by the patient in a time very close to the explantation are higher than those presented by the general population and that these levels will have decreased in an interval of 6 months. Tin, silver and cobalt levels in the hair, however, remain very significant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Biopsy fallopian tube] (date unknown): presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. Metals that make up the implant's weld. [Blood chromium] (date unknown): levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population. [Heavy metal test] (date unknown): levels of of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population. [Magnetic resonance imaging] (date unknown): adenomyosis and an intracavitary myoma quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: follow-up: rectal pain was added as new event. The analysis of the implant clearly showed the presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. The metals composing the implant's solder.it will be noted, moreover, that the levels of chromium in the blood and nickel in the plasma presented by the patient in a time very close to the explantation are higher than those presented by the general population and that these levels will have decreased in an interval of 6 months. Tin, silver and cobalt levels in the hair, however, remain very significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (the patient has given birth to three children in 2001, 2003 and 2009, 2001 delivery of a boy, 2003 delivery of a boy, 2009 delivery of a girl.) And multi gravida. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced mood swings ("mood swings"), depression ("depressive syndrome") and pain ("increased general pain."). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), sacral pain ("sacral pain"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), amnesia ("immediate memory loss"), disturbance in attention ("loss of concentration"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), restless legs syndrome ("restless legs syndrome"), rectal haemorrhage ("rectorrhagia"), iron metabolism disorder ("iron fixation disorders"), night sweats ("night sweats /nocturnal sweating"), insomnia ("insomnia"), headache ("helmet headaches"), dry eye ("dry eyes /dry ocular syndrome"), arthralgia ("joint pain/ stiff feeling in her knees, hands, sometimes in her "), adenomyosis ("adenomyosis"), bone pain ("cranial pain"), memory impairment ("immediate memory troubles"), uterine inflammation ("uterine inflammation"), sleep disorder ("sleep disorders") and gastrointestinal haemorrhage ("digestive hemorrhage") and was found to have uterine leiomyoma ("intracavitary myoma"), blood chromium increased ("levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.") And heavy metal increased ("levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2019, rectal endoscopy on (B)(6) 2019 and). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, amnesia, arthralgia, asthenia, blood chromium increased, bone pain, depression, disturbance in attention, dizziness, dry eye, dysmenorrhoea, gastrointestinal haemorrhage, headache, heavy menstrual bleeding, heavy metal increased, hyperacusis, insomnia, iron metabolism disorder, memory impairment, mood swings, night sweats, pain, pelvic pain, rectal haemorrhage, restless legs syndrome, sacral pain, sleep disorder, tinnitus, uterine inflammation, uterine leiomyoma and visual impairment to be related to essure administration. The reporter commented: it was under these circumstances (project of permanent contraception, considering a tubal ligation) that she requested an appointment in early 2015. The practitioner told her about the advantages of the alternative essure method. The patient cannot tolerate wearing costume jewelry, which causes her to have purulent reactions. The procedure (essure insertion) took place on (B)(6) 2016, without anesthesia. The operative report does not mention any notable features. The uterine organ and fallopian tubes were not commented on in any way. A plain abdomen to check the correct positioning of the implants was performed. It did not present any particularity. From the first half of the year, the patient noticed the appearance of symptoms, without making the link with the implants, namely mood swings, a depressive syndrome, and increased general pain. The patient's health condition deteriorated in a slowly, gradual manner, without her being able to precisely date the onset of any particular symptoms. These disorders "invaded her little by little".3 coils on the left, 4 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Biopsy fallopian tube] (date unknown): presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. Metals that make up the implant's weld. [Blood chromium] (date unknown): levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population. [Heavy metal test] (date unknown): levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population. [Magnetic resonance imaging] (date unknown): adenomyosis and an intracavitary myoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: events pelvic pain, bone pain , memory impairment, sleep disorder, uterine inflammation & digestive bleeding. On 30-may-2022: medical record received : rcc added. On 01-jun-2022: ha reference number added. On 06-jan-2023: medical record received. No new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (the patient has given birth to three children in 2001, 2003 and 2009, 2001 delivery of a boy 2003 delivery of a boy 2009 delivery of a girl.) And multi gravida. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced mood swings ("mood swings"), depression ("depressive syndrome") and pain ("increased general pain."). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), sacral pain ("sacral pain"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), amnesia ("immediate memory loss"), disturbance in attention ("loss of concentration"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), restless legs syndrome ("restless legs syndrome"), rectal haemorrhage ("rectorrhagia"), iron metabolism disorder ("iron fixation disorders"), night sweats ("night sweats /nocturnal sweating"), insomnia ("insomnia"), headache ("helmet headaches"), dry eye ("dry eyes /dry ocular syndrome"), arthralgia ("joint pain/ stiff feeling in her knees, hands, sometimes in her"), adenomyosis ("adenomyosis"), bone pain ("cranial pain"), memory impairment ("immediate memory troubles"), uterine inflammation ("uterine inflammation"), sleep disorder ("sleep disorders"), gastrointestinal haemorrhage ("digestive hemorrhage"), proctalgia ("rectal pain"), skin disorder ("dermatological disorder"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning") and was found to have uterine leiomyoma ("intracavitary myoma"), blood chromium increased ("levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population.") And heavy metal increased ("levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2019). Essure was removed on (B)(6) 2019 at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, amnesia, arrhythmia, arthralgia, asthenia, blood chromium increased, bone pain, depression, disturbance in attention, dizziness, dry eye, dysmenorrhoea, ear, nose and throat disorder, gastrointestinal haemorrhage, headache, heavy menstrual bleeding, heavy metal increased, hyperacusis, insomnia, iron metabolism disorder, memory impairment, metal poisoning, mood swings, nausea, night sweats, pain, pelvic pain, proctalgia, rectal haemorrhage, restless legs syndrome, sacral pain, skin disorder, sleep disorder, tinnitus, uterine inflammation, uterine leiomyoma and visual impairment to be related to essure administration. The reporter commented: it was under these circumstances (project of permanent contraception, considering a tubal ligation) that she requested an appointment in early 2015. The practitioner told her about the advantages of the alternative essure method. The patient cannot tolerate wearing costume jewelry, which causes her to have purulent reactions. The procedure (essure insertion) took place on (B)(6) 2016, without anesthesia. The operative report does not mention any notable features. The uterine organ and fallopian tubes were not commented on in any way. A plain abdomen to check the correct positioning of the implants was performed. It did not present any particularity. From the first half of the year, the patient noticed the appearance of symptoms, without making the link with the implants, namely mood swings, a depressive syndrome, and increased general pain. The patient's health condition deteriorated in a slowly, gradual manner, without her being able to precisely date the onset of any particular symptoms. These disorders "invaded her little by little". 3 coils on the left, 4 coils on right side the analysis of the implant clearly showed the presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. The metals composing the implant's solder. It will be noted, moreover, that the levels of chromium in the blood and nickel in the plasma presented by the patient in a time very close to the explantation are higher than those presented by the general population and that these levels will have decreased in an interval of 6 months. Tin, silver and cobalt levels in the hair, however, remain very significant. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2016); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Biopsy fallopian tube] (date unknown): presence of metallic particles in the said tissues, which are essentially composed of tin, iron, chromium, nickel and titanium, i.e. Metals that make up the implant's weld. [Blood chromium] (date unknown): levels of chromium in the blood presented by the patient in a time very close to the removal are higher than those presented by the general population. [Heavy metal test] (date unknown): levels of nickel in the plasma presented by the patient in a time very close to the removal are higher than those presented by the general population. [Magnetic resonance imaging] (date unknown): adenomyosis and an intracavitary myoma quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical re cord received. New events metal poisoning, dermatological disorders, heart rhythm disorders & ent disorders were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2016); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.